Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the tip seal was observed to be out of position.

Event description:
It was reported that during implant the right ventricular (rv) lead screw was retracted back once for placement in a different position, however, the screw was unable to extend out after that, even after multiple turns on the helix. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant the right ventricular (rv) lead screw was retracted back once for placement in a different position, however the screw was unable to extend out after that, even after multiple turns on the helix. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.